Event description:
A report was received that the patient was experiencing pain with the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8216-70, serial #: (B)(4), description:artisan surgical lead, 70 cm.

Event description:
A report was received that the patient was experiencing pain with the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.